Event description:
It was reported that the patient's ipg was explanted on an unknown date for an unknown reason. No further information known at this time.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information. A patient is ipg was replaced for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.